Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump over infused during therapy in the medical intensive care unit. The pump was programmed to deliver the medication, milrinone, at 9.8 ml/hr as a secondary infusion. The primary IV bag contained saline. The secondary bag volume and the volume to be infused were both 100 ml. It was reported that the 100 ml bag was infused in less than 1 hour. It was also reported there was no patient injury.